Event description:
As reported to coloplast though not verified, patient implanted with aris on (B)(6) 2012. Later she experienced pain, urinary incontinence, dyspareunia and has undergone additional surgical procedures.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.